Event description:
On (B)(6) 2011, customer reported that they ran a urine quality control for creatinine on the dxc 800 pro and no results were received. Customer examined the module and saw a leak from the reagent tri-continent syringe pump. Customer technical support (cts) advised customer to disable the creatinine module. Cts also requested the calibration and quality control reports for customer, but customer did not have the reports. No injuries or erroneous patient results were reported. Field service engineer (fse) examined the instrument and replaced the piston in the tri-continent syringe. No further problems have been reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).